Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of obesity, abnormal uterine bleeding, previous caesarean section (3), parity 4, multi gravida, endometriosis, pelvic pain female, allergy (itching, vomiting, sensitive to anesthesia.), back pain and migraine. Previously administered products included: tylenol. The patient had a family history of itching. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1651 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (supracervical hysterectomy and left salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on the right side, I had five coils for essure and on the left, I had two. Essure was successful. No complications. Right ostia two coils, left ostia five. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.159 kg/sqm. [Pathology test] on (B)(6) 2018: surgical pathology report. Final diagnosis: supracervical hysterectomy and left salpingectomy: endometrium - secretory. Myometrium - no significant abnormality. Left fallopian tube - status post essure placement. Free fragments of fibromuscular and vascular tissue and corpus luteum with cautery artifact. Specimen: uterus and left fallopian tube. Clinical information: pelvic pain, endometriosis. Gross description: along one side a tubular portion of a fallopian tube is noted measuring about 2.1 cm in length and 0.5 cm in diameter. The surface shows a mottled tan-red and brownish coloration. The remaining pieces are irregularly shaped with mottled tan-green-gray and brown appearance. One consists of a tubular portion of tissue into which is inserted a thin long spiral metallic object consistent with an essure implant. These pieces range from 1.5 to 3.7 cm in length varying from 0.3 to 1.5 cm in thickness. Opening the corpus specimen reveals an endometrial cavity measuring about 4 x 3 cm across. Sectioning the tube is difficult because of the presence of an essure implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, abnormal uterine bleeding, previous caesarean section (3), parity 4, multi gravida, endometriosis, pelvic pain female, allergy (itching, vomiting, sensitive to anesthesia.), back pain and migraine. Previously administered products included: tylenol. The patient had a family history of itching. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1651 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (supracervical hysterectomy and left salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on the right side, I had five coils for essure and on the left, I had two. Essure was successful. No complications. Right ostia two coils, left ostia five,. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.159 kg/sqm. [Pathology test] on (B)(6) 2018: surgical pathology report final diagnosis: supracervical hysterectomy and left salpingectomy: endometrium - secretory myometrium - no significant abnormality left fallopian tube - status post essure placement. Free fragments of fibromuscular and vascular tissue and corpus luteum with cautery artifact specimen: uterus and left fallopian tube clinical information: pelvic pain, endometriosis gross description: along one side a tubular portion of a fallopian tube is noted measuring about 2.1 cm in length and 0.5 cm in diameter. The surface shows a mottled tan-red and brownish coloration. The remaining pieces are irregularly shaped with mottled tan-green-gray and brown appearance. One consists of a tubular portion of tissue into which is inserted a thin long spiral metallic object consistent with an essure implant. These pieces range from 1.5 to 3.7 cm in length varying from 0.3 to 1.5 cm in thickness. Opening the corpus specimen reveals an endometrial cavity measuring about 4 x 3 cm across. Sectioning the tube is difficult because of the presence of an essure implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.